Manufacturer narrative:
On 9-mar-2026, the product investigation was completed as the complaint device was not returned. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
After an atrial fibrillation radiofrequency ablation procedure with a vizigo sheath and varipulse catheter, the patient experienced bleeding from injury to vessel confirmed with CT (computed tomography) scan that showed free fluid in the abdomen. The patient¿s status today is improving, but they are still intubated and in the ICU. The report indicated that before an afib case, the patient suffered a vascular injury. At the beginning of the procedure, the physician had difficulty advancing the sheath into the ivc (inferior vena cava) from the groin site. The medical team tried a few different sheaths for 25 mins to get past a bend in the vessel before they were able to completely insert the device into the heart. No issues were experienced during the procedure, and about 2 hours after the procedure was completed, the patient coded. The patient was being resuscitated, and a tte (transthoracic echocardiogram) was performed and no pericardial effusion was discovered. The patient was intubated, stabilized with medications, and blood was administered to the patient, but they were unsure what other medical intervention was performed when the patient coded. After the patient was stable, they inserted contrast into the ivc to do a venogram and they did not see any of the contrast escaping the ivc, so no active bleed was found. The hospital staff informed the caller that the patient was bleeding into the abdomen which was confirmed by CT scan the next day. The physician believes that the issue was caused by the difficulty they had advancing the sheath into the groin at the beginning of the procedure. No issues were noticed during the procedure, and the physician does not believe the ablation contributed to the adverse event. A varipulse catheter was used for ablation with a trupulse generator. The patient only has one kidney so they started dialysis, and they will continue to monitor the patient¿s improvements. The information received indicated that the physician stated that the event was caused by blunt injury to the vessel between the groin access site and the ivc. The relevant tests/laboratory data indicated that a venogram was performed several hours after the event first occurred, and finding no obvious sign of active bleeding from vessel. Also, it was reported that a CT scan was later performed and showed free fluid in the abdomen (suspected from bleeding from injury to vessel). Other relevant history/preexisting condition was reported that the patient had a prior pvi (pulmonary vein isolation) ablation at a facility in (B)(6) in 2019. Also, in follow up on this event, it was shared that the patient has a history of gastric bypass, and kidney disease. Currently, the patient has only one kidney resulting in reduced function. A vizigo sheath was not in use during the suspected cause of injury but was ultimately used during the procedure.

Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).